Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during the op check, the monitor shut down when the charge button was pressed. There was no reported patient involvement.